Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: product and imaging is received to assist the evaluation. The investigation of the product and the evaluation of the imaging confirm that the filter has perforated the sheath and it is clear, that there have been advancement difficulties. The root cause for the advancement difficulties is most likely the reported tortuous anatomy, but the exact reason cannot be determined. Under normal conditions the sheath is strong enough to accomplish the procedure, but it may kink if advanced through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. Reference is made to the IFU: warning: excessive force should not be exerted to advance the filter through the delivery system. No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter has been caught in the introducer. During the introduction of the filter in the sheath, the filter perforated the introducer. Additional information received: "the physician placed the introducer in the left femoral vein. He saw the vein was very tortuous. He introduced the filter in to the ucer and the filter punched the introducer. Then physician performed a little surgical approach to retrieve the filter." Patient outcome: the patient has had a surgical procedure due to the failure of the filter through the sheath. The radiologist had to retrieve the filter and the introducer by performing a surgical approach." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.